Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A communication error occurred and the endoscopic image disappeared. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Evaluation confirmed the followings; omsc could reproduce the reported phenomenon. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. No abnormality was noted. The exact cause of the reported phenomenon could not be conclusively determined. If additional information becomes available, this report will be supplemented.